Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call, the insulin pump was constantly alarming and flashing a white screen. Customer is unable to see any of the data on the device. Customer had been swimming. Customer's blood glucose was unknown. The customer's mother has agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to verify frozen screens, white flashing display or perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.